Manufacturer narrative:
(B)(4). This complaint for a report of a leak was not confirmed. The root cause was undetermined.

Event description:
The customer contacted baxter's service center regarding assistance ending therapy which occurred on the homechoice (hc) during use while the patient was not connected. The home patient (hp) stated that she noticed a hole in the cassette tubing and needed to get the supplies off of the hc to start over with new supplies. The technical service representative assisted the hp with ending therapy and removing the cassette. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the home patient on (B)(4) 2013. She stated that there was a hole in the tubing with leakage that day. She could not remember exactly where the hole was. She did not notice anything else unusual about the supplies nor the packaging that the cassette had come in. She did not know how the hole had occurred. There was no inadvertent exposure to the solution reported. The sample was not available, and she did not know the lot number. Therapy since has been going well and no adverse effects were reported in relation to this event.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.